Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the rod holder cannot be locked on the mis sab matrix.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation has shown that the coupling of the rod is deformed. Furthermore are traces of wear visible on the top of the rod. This damage caused that the rod can not lock accordingly. A possible cause for this defect could be bilateral high forces on the tip of the rod during the introduction. No product fault could be detected.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The lot was made to p/n (B)(4), revision c, and processed per specification requirements. The lot conformed to the synthes incoming final inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.